Event description:
A report was received that the device analysis of the explanted lead and splitter confirmed high impedance and device fracture.

Manufacturer narrative:
The di number. Sc-3400-30 sn (B)(4): device evaluation indicated that the splitter passed visual and mechanical tests performed. The complaint was confirmed. X-ray inspection revealed 1 fractured cable in the proximal end. The completely severed cable was the reason for the high impedance observed. No exposed cables. Sc-2316-50 sn (B)(4) : device evaluation indicated that the lead passed mechanical test performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. Twelve cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. Lead appeared to have been caused by fatigue possibly coupled with postural changes/movements. X-ray inspection also revealed one cable was fractured at the retention sleeve. The completely severed cables were the reason for the high impedances observed.